Manufacturer narrative:
Correction/removal report number: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags presented port edge damage which caused product leakage. The leaks were discovered in the facility before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: august 26, 2017 to august 27, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.